Manufacturer narrative:
On 11/17/2017, bwi received additional information regarding this complaint: patient did not require extended hospitalization as a result of the adverse event, as the patient expired. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the steam pop. No transseptal puncture was performed. An arrow 8.5 french long sheath was used. Generator was set on power control mode with default settings. Generator settings at the time of injury included power average of 50 watts (not titrated), temperature average of 23.8 degrees celsius, and impedance average of 132 ohms. Overall ablation time at the site of injury was 39 seconds. Last ablation cycle time at the site of injury was 39 seconds. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained at less than 350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Concomitant products: smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Smartablate remote, model # m-4900-09, s/n: (B)(4). Arrow 8.5fr long sheath, model and lot numbers unknown (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. During ablation at 45 watts in and around scar on the right ventricle free wall, a steam pop occurred. Patient became hypotensive and a pericardial effusion was detected. Pericardiocentesis yielded an unspecified amount of fluid. Blood pressure stabilized and decreased again. Cardiothoracic surgeon performed a thoracotomy, pharmacologic support was administered, and blood was transfused. Resuscitative efforts were unsuccessful and the patient expired. Multiple attempts were made to obtain additional information regarding this event, but none was made available.